Event description:
User installed a new cassette of fentanyl. When the pump indicated that cassette was empty, she and her colleague found the entire 50 cc was still in the cassette. The pt reported hearing the pumping mechanism running, but since the previous evening the amount of pain medication she has needed went way up. It seems that the pump was malfunctioning since the new cassette was hung the previous evening.